Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, upon release, the valve may have dislodged. A pigtail catheter indicated a gradient of 10 mm hg. The echocardiogram showed 30 mm hg mean gradient and a post-implant balloon aortic valvuloplasty (bav) was performed. As the deflated balloon passed through the valve the balloon appeared to catch on the paddle and the valve dislodged into sinus of valsalva (sov). Subsequently, the first valve was snared into the ascending aorta below the innominate artery. A second valve advanced through the first valve and was successfully implanted. No additional adverse patient effects were reported.